Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin.net. Upon review of the transmission, the right ventricular lead was found to have low defibrillation impedance. Oversensing of discrimination channel noise was also noted which was suspected to be indicative of possible lead damage. Corrective programming changes were made on (B)(6) 2021 and patient will continue to be monitored. No patient consequences were reported.